Manufacturer narrative:
Follow-up received on 18-apr-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical event and a quality defect. Follow-up information received on 25-apr-2016: follow-up attempts were done with no response to date. Company causality comment: this medically confirmed, spontaneous case report; refers to a female patient who had essure (fallopian tube occlusion insert) inserted and started complaining of pain (where essure was). She was submitted to a hysterectomy. The reported event is listed according to essure's reference safety information. During and after essure insertion, abdominal and pelvic pain may occur. In this case, the patient started to complain of pain 8 years after essure placement and physician stated nothing looked irregular during the hysterectomy. Although the temporal relationship between pain onset and essure insertion was weak, given event's nature and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. This case was considered an incident, since device removal was required. Based on the available information no product quality defect was confirmed. Despite follow-up attempts, no further information was obtained.

Event description:
This is a spontaneous case report received from a medical doctor in united states on (B)(6) 2016 which refers to a (B)(6) female patient who had essure (ess205) (fallopian tube occlusion insert) inserted in 2004 for permanent contraception. In 2012 the patient started complaining of pain. When transvaginal ultrasound probe pushed towards site of pain, it replicated pain, that was where essure was. The physician reported that when he did hysterectomy on (B)(6) 2016, nothing looked irregular. The patient was okay. Company causality comment: this medically confirmed, spontaneous case report; refers to a female patient who had essure (fallopian tube occlusion insert) inserted and started complaining of pain (where essure was). She was submitted to a hysterectomy. The reported event is listed according to essure's reference safety information. During and after essure insertion, abdominal and pelvic pain may occur. In this case, the patient started to complain of pain 8 years after essure placement and physician stated nothing looked irregular during the hysterectomy. Although the temporal relationship between pain onset and essure insertion was weak, given event's nature and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. This case was considered an incident, since device removal was required. A product technical analysis and follow-up information are being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs